Manufacturer narrative:
There were 9 patients (2 males and 17 females with a mean age of 61 years). Date of event is unknown; may 13, 2005 is the date the literature article was published. This report is for an unknown synthes ao palmar interlocking plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: arora r. Et al (2005), palmar locking plate for treatment of unstable dorsal dislocated distal radius fractures. Archives of orthopaedic and trauma surgery. Volume 125, pages 399-404 (austria). This study investigates the clinical and radiological outcomes of open reduction and internal fixation using a solitary palmar placed interlocking plate system for the treatment of unstable distal radial fractures without additional treatment of the metaphyseal defects. Between 2002 and 2003, 19 patients (2 males and 17 females with a mean age of 61 years) with distal radius fractures were treated surgically with an unknown 2.4 mm ao palmar interlocking plate system without bone graft/substitute. All patients were followed-up with a minimal period of 11 months (range 11-17 months). Complications were reported as follows: fourteen patients presented mild pain postoperatively. Mild pain was present only at the extremes of the active range of motion of the wrist. One patient presented moderate pain postoperatively. Moderate pain occurred during heavy manual labor. Three patients had fair mayo wrist score. One patient had poor mayo wrist score. This patient had osteoporosis, was older than 70 years and had sustained a fracture type c2. Two patients developed reflex dystrophy and were treated with calcitonin nasal spray and forced physiotherapy. One patient developed a carpal tunnel syndrome 6 months after surgery which was treated by open surgery for the release of the carpal canal. One patient presented a poor result from the mayo wrist score. A mean disabilities of the arm, shoulder, and hand (dash) score of 49 points at 6 months (range 36-89 months). A mean visual analogue scale (pain) score of 11.3. This report is for an unknown synthes ao palmar interlocking plate. This report is 1 of 1 for (B)(4).